Manufacturer narrative:
The reported event of the atrial setscrew could not be tightened was confirmed. Analysis revealed that the user/physician was making incorrect wrench insertions into the atrial setscrew. The setscrew was not being tightened due to the incorrect wrench insertions. Lab testing found that the setscrew could be fully tightened with correct use of the wrench. No device anomalies were found. All anomalies were user related.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician could not tighten the setscrew of the pacemaker's atrial port properly. The torque wrench was replaced but the issue persisted, the physician believed the setscrew of the atrial port might have been loose from the beginning. The pacemaker was not used and replaced. No patient consequences were reported.